Event description:
It was reported one day post lead capping in (B)(6) 2013, fluoroscopy revealed that the lead tip of the capped rv lead had embolized to the right pulmonary artery. The patient was hemodynamically stable, and it was determined to leave the foreign body in the pulmonary artery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.